Manufacturer narrative:
The company representative observed that the shuttle transducer was at limits of specification. The company representative calibrated the shuttle transducer. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "maintenance required code #2" (drive transducer offset failure) and a "autofill error." The unit did not pump after the alarms were displayed. The patient was switched to another unit and therapy was continued. No patient injury was reported.